Event description:
It was reported that the compatibility guidelines were requested for product compatibility. The patient was having ins (stimulator) only explanted. The healthcare provider reported the patient had a loss of therapeutic effect. The patient was having ins removed because she was no longer having any therapy benefit from neurostimulator. The patient did well with therapy for a while after stimulator was replaced with another model stimulator but then she lost therapy benefit. The healthcare provider did not provide a specific time frame when asked. They plan to leave the lead implanted. Additional information received a week later reports the stimulator was explanted on (B)(6) 2014. There was not a fifty percent or greater reduction of symptoms. The cause of the event was not determined and no reprogramming was needed. The patient refused troubleshooting. It was noted that the loss of therapeutic effect and loss of stimulation were gradual. The patient recovered without permanent impairment. The patient simply felt device wasn¿t working and wanted it out. Also had some shocking sensations occasional which may or may not have been device related.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va080t8, implanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).